Event description:
I woke up with vertigo although I did not know that at the time. Called 911 and was taken to local hospital where they said they wanted to give me a CT brain scan. I told them I had previously had graves' disease and believed a previous CT scan with contrast several years before had been the cause. The doctor said he had never heard of that and I should get the scan which I did with the iodine contrast. I also had blood taken which were all normal. I was discharged with diagnosis of vertigo and told the scan was clear. I continued to have vertigo episodes and further hospital and doctor visits. After about six weeks a blood test showed my thyroid numbers were all indicating hyperthyroidism and I am now taking medication to return my thyroid to normal. I believe more notice should be taken of this possibility with CT scans.